Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using a ruby coil lp. During the procedure, the ruby coil lp would not advance at all past its initial position within its introducer sheath. It was reported that an attempt to troubleshoot by pulling back on the pusher assembly and then re-advancing was made; however, it was unsuccessful. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kink and fracture near the pusher assembly mid-joint. Due to the pusher assembly fracture, the device could not be functionally tested. Further evaluation of the device revealed that the embolization coil was detached from the pusher assembly inside the introducer sheath. The embolization coil detachment likely occurred due to the pusher assembly fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.